Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted due to the issue with the catheter. Therefore, the extension set is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-33484. All investigation activities will be captured under report 1416980-2013-33484.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was hospitalized for a week and was later discharged. The patient was reported to be recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A review of all batch record documents was performed for potentially associated lot numbers h13h27084, h13g29074, and h13f12064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).